Event description:
Med ordered to be given post renal lab results. Infusion was started at 1733 infusion information sent to IV channel from the computer in patient room. Information was double checked by rn. Rate ordered 64.2 ml/hour to infuse over 4 hours came in 250 ml ivpb. Infusion was started as normal at 64.2 ml/hour as shown in mar. At 1800 during hourly rounding potassium bag was empty noticed by rn. Channel still had 64.2 rate on it and was lit up green indicating no issues. Channel never alerted to any issues. No liquids on the floor or on pt. Channel showed volume infused to be 32.3 ml when checked by rn. Mar recorded 37.66 ml out of 250 that bag had. Chart indicates rate that was set to run was 64.2 ml /hr.